Manufacturer narrative:
Result of investigation: vyaire field service went onsite. Ventilator hours is 44,277. Inspection of ventilator revealed that the tube from the main pcb (printed circuit board) xdcr (transducer) had become dislodged. Snipped off about .25 of tubing and secure the tubing back on the transducer. Performed ovp (operator's verification procedure) to confirmed proper operations of ventilator before putting back into service. All tests passed and unit is ready for service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator not delivering breaths while on patient. The patient was being transferred to another ventilator. The customer confirmed that there is no harm associated with this reported event.